Event description:
The pt received two leads with the same lot number. It was reported the pt had a lifting injury and afterward he felt numbness and a tingling sensation on his left side from the armpit to the toes. It was reported the leads had migrated downward, but there were no impedance issues, and the pt had effective stimulation. The pt reported the sensation was present with the stimulation turned off. The physician sent the pt for an emg and a CT scan which did not show an underlying neurological issue. It was reported the physician did not plan any action regarding the issue at the time. Reference MFR report: 1627487-2013-07104 regarding the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.